Manufacturer narrative:
Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
It was reported that the microsensor catheter became dislodged from icp lumen of licox bolt. Icp lumen on licox bolt not compatible with any sterile luer-lock "dead-enders" available on the unit. Neurosurgery resident felt that there was a malfunction of the licox bolt at the connection as well. Both codman & licox products retained. No patient injury or consequences and no delay in procedure.